Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side deflation. Healthcare provider additionally reported "folding." Device has been explanted.

Event description:
Healthcare professional reported left side deflation. Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the photographs identified little fluids inside the device. It is not possible to determine the most likely failure mode via device analysis performed through photographs due to the impossibility to perform microscopic analysis of the device. Additional, corrected, and/or changed data: b.5., h.6.